Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vticmo12.6 -12.0/2.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. A new lens was implanted on 01/dec/2023. This resolved the problem.

Manufacturer narrative:
H1 - type of reportable event: serious corrected to malfunction. Claim #(B)(4).